Event description:
Caller reported pt's infusion set tubing cracked. In addition, caller indicated that pt experienced elevated blood glucose "hi". Caller indicated that pt was a "brittle diabetic" and the dr likes to see the pt's blood glucose around 180 mg/dl. Caller indicated that pt would bolus and administer injections to lower blood glucose levels. Caller indicated that paramedics were contacted when pt's blood glucose was 354 mg/dl. Caller stated pt was transported to the hosp and tested positive for dka. Caller indicated that as a result of the increased acid level, pt's esophagus was burnt.